Event description:
It was reported that the user experienced recurrent daily insulin delivery suspensions and used meal announcements as correction doses while on the ilet, prompting assignment of additional training focused on proper use. Symptoms included hyperglycemia and hypoglycemia ranging from 55 mg/dl to 401 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements as corrections, influenced by user interface and improper method. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.